Event description:
It was reported that the pump touchscreen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. The device return was planned for evaluation, and a replacement pump was arranged through distributor.